Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Based on the occurrence of the pressure sensor error e03, olympus medical systems corp. (Omsc) determined that the device did not start up properly due to a failure of the main board. The exact cause of the failure of the main board could not be conclusively determined, because the device has not been returned to omsc. However, it may have failed due to deterioration over time, because eight years and three months have passed since the device was manufactured. The instruction manual provides that the cause of the abnormality that all leds are off is that an error has been detected in the internal circuit of the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at ode. As a result of the evaluation, the following was confirmed. The reported phenomenon was reproduced. The device did not start up and only emitted a whistling sound. The main board was defective and needs to be replaced. The power switch needs to be replaced with the modified version. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that before the procedure, the device did not turn on and a whistling sound was emitted. There was no report of patient injury associated with the event. Olympus then inspected the device at the service department of olympus (B)(4) and found that a pressure sensor error e03 was displayed on the monitor due to a cr board failure.